Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Product discarded, nothing being returned and lot number unknown.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the pro root mta 4x0.5gr white that was used in a procedure. The patient developed the reaction after returning home from the procedure. Patient symptoms consisted of erythema and throat discomfort. The patient was admitted to the hospital where the removal of the pro root mta 4x0.5gr white from the root canal was done.